Event description:
It was reported that the patient's device was reporting intermittently high right ventricular (rv) pacing lead impedances. Many non invasive diagnostic testing was performed which discovered a possible header connector issue with the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced after noting discoloration and fluid in the rv pace, sense connector port. The rv lead was extensively tested which reported normal in range values. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).